Manufacturer narrative:
A complaint sample was not provided for this failure mode. Consequently, the quality of the drill in regards to the reported failure mode could not be evaluated. A device history review (DHR) could not be completed without a lot number being provided. A review of complaint data did not identify any additional complaints of similar nature. Based on the complaint review, this complaint is classified as an isolated incident. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. The drill is supplied by an external vendor and is not altered by the manufacturing facility prior to placement in the finished tray assembly. All applicable manufacturing and quality personnel will be notified of this failure mode in an effort to heighten awareness and minimize any impact from the manufacturing processes.

Event description:
Doctor had been using vertebral augmentation drill twisting it several times within 45 minutes when the handle broke off while in the bone and had to use forcepts to wedge it out of the bone.